Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message during the load process. Reportedly, the cartridge was filled with 150 units of insulin. There was no adverse impact to the customer¿s blood glucose level due to the reported issue. The customer reloaded the cartridge successfully.